Manufacturer narrative:
Continuation of d10: ev240163 ev lead implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an alert was triggered for the extravascular (ev) lead due to oversensing of noise. The ev lead sensitivity was reprogrammed. It was noted that one episode of undersensing was noted since adjusting the sensitivity. It was further reported that a recent chest x-ray was taken and showed that the ev-lead has moved more cranially. It was noted that the patient had a peri-arrest post implant of the extravascular implantable cardioverter defibrillator (ev-ICD) system in the itu (intensive therapy unit) which required CPR (cardiopulmonary resuscitation) and noted that a chest x-ray was not taken post CPR. Additional reprogramming was done and the ev lead and ev-ICD remain in use. No further patient complications have been reported as a result of this event.